Event description:
Boston scientific received information that this patient's home monitoring system detected a low out of range shock impedance measurement on this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. At this time, it appears that the lead remains implanted, and further information has been requested from the field representative. No adverse patient effects have been reported. Additional information was received that the low shock impedance issue was discussed with boston scientific technical services (ts). The impedance value that triggered the home monitoring detection was a reading of 0 ohms; other shock impedance measurements were in the 40 to 50 ohm range. It was reviewed that likely the 0 ohm measurement was due to electromagnetic interference (emi) interfering with the shock impedance test in an ambulatory setting. The field representative reports that the clinic does not have concern about the lead as the other readings have been within range. It was reported that no additional interrogation steps or programming will be done, and that the patient will been seen in the clinic in the near future.

Manufacturer narrative:
At this time, no further information concerning this report is available and our investigation is complete. This investigation will be updated should further information be provided.